Manufacturer narrative:
An event regarding disassociation and fretting involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: the provided medical records were submitted to a consulting clinician who indicated, patient underwent an uncomplicated pressfit total hip arthroplasty on (B)(6) 2007. She had a normal post operative course. Reportedly the patient developed leukemia sometime after the implantation of the tha. No evidence for a correlation between these events was initially presented. I have subsequently received an operative note and discharge summary from 2018 detailing failure of the index tha requiring revision surgery. In the operative note the surgeon notes that there was extensive remodeling of the trunnion and head dissociation with extensive metallosis staining the tissues. Further information would be required to establish any correlation with the patients developing leukemia. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the provided medical records were submitted to a consulting clinician who indicated, patient underwent an uncomplicated pressfit total hip arthroplasty on (B)(6) 2007. She had a normal post operative course. Reportedly the patient developed leukemia sometime after the implantation of the tha. No evidence for a correlation between these events was initially presented. I have subsequently received an operative note and discharge summary from 2018 detailing failure of the index tha requiring revision surgery. In the operative note the surgeon notes that there was extensive remodeling of the trunnion and head dissociation with extensive metallosis staining the tissues. Further information would be required to establish any correlation with the patients developing leukemia. No further investigation for this event is possible at this time. If devices and/or insufficient information become available to stryker orthopaedics, this investigation will be reopened.

Event description:
Patients' daughter called for her mother regarding the recall notice. Patient has left hip surgery. Went through tests with the doctor. Has leukemia as of (B)(6) 2016 and cause by chemical from his devices. Weight 170 lbs at time of surgery in 2008. Experiencing poor appetite due to throat issues & choking, poor balance, & unsteady on feet, has fallen and broken both of her hands at different times. Had low grade fever, yellowish discharge from ears, sciatica on left side of her body, lethargic. Patient is taking several medications as a result. Daughter will obtain medical records for implant information. Daughter not sure of what to do at this point and inquired possible compensation. Patient has medical coverage and pays copays. Please contact via phone. Update 08/21/2018: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2007. It is further alleged that she suffered injuries as a result of implantation of the device at issue, device recall, and excessive levels of chromium and cobalt in her blood. Patient has not yet scheduled a surgery for explantation of the femoral head. Update 04-oct-2018: as per revision opt report provided by legal, patient was revised on (B)(6) 2018 due to disassociation.

Manufacturer narrative:
Additional information: brand name; product code; common device name; catalog #; lot #, expiration date; manufacturing site for devices; PMA/510(k)#; device manufacture date. An event regarding alleged patient factors involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: the provided medical records were submitted to a consulting clinician who indicated, "no primary harm was identified." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. The provided medical records were submitted to a consulting clinician who indicated, "no primary harm was identified." No further investigation for this event is possible at this time. If devices and/or insufficient information become available to stryker orthopaedics, this investigation will be reopened.

Event description:
Patients' daughter called for her mother regarding the recall notice. Per patient's relative: patient has left hip surgery. Went through tests with the doctor. Has leukemia as of (B)(6) 2016 and caused by chemical from his devices. Weight (B)(6) lbs at time of surgery in 2008. Experiencing poor appetite due to throat issues and choking, poor balance, and unsteady on feet, has fallen and broken both of her hands at different times. Had low grade fever, yellowish discharge from ears, sciatica on left side of her body, lethargic. Patient is taking several medications as a result.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients' daughter (B)(6) called for her mother (B)(6) regarding the recall notice. Per patient's relative: patient has left hip surgery. Went through tests with the doctor. Has leukemia as of (B)(6) 2016 and caused by chemical from his devices. Weight (B)(6) at time of surgery in 2008. Experiencing poor appetite due to throat issues and choking, poor balance, and unsteady on feet, has fallen and broken both of her hands at different times. Had low grade fever, yellowish discharge from ears, sciatica on left side of her body, lethargic. Patient is taking several medications as a result. Daughter will obtain medical records for implant information. Daughter not sure of what to do at this point.